Event description:
As reported: "primary procedure, left reverse shoulder. It was reported that while inserting and positioning the glenosphere, the threaded portion of the inserter broke off in the glenosphere. A surgical delay of 30 minutes was caused by trying to remove the broken threaded portion, which was unsuccessful. As the broken threaded portion was not sitting proud, surgeon elected to leave the implant in. Surgery was completed successfully."

Manufacturer narrative:
The reported event could be confirmed. During the investigation, the device inspection revealed the following: the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device, most probably combined with the fact that the impactor was not fully engaged/ not in alignment to the glenosphere. In this regard, the operative technique was previously revised to emphasize the importance of having a good connection between the two parts. Op tech was updated with a statement that clearly describes the full engagement of glenosphere holder/impactor and glenosphere to eliminate any spaces and movement of glenosphere impactor/ holder. A further nc was opened to revise the design of the device, to prevent further breakages. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "primary procedure, left reverse shoulder. It was reported that while inserting and positioning the glenosphere, the threaded portion of the inserter broke off in the glenosphere. A surgical delay of 30 minutes was caused by trying to remove the broken threaded portion, which was unsuccessful. As the broken threaded portion was not sitting proud, surgeon elected to leave the implant in. Surgery was completed successfully."